Manufacturer narrative:
Additional information: b5, g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that a pressure leak alarm occurred during a dwell phase and the cycler made a very loud noise before the cassette door flew open popping out the cassette. The cassette fell on the floor and was filled with fluid in the two membranes. The pd registered nurse (pdrn) reported that fluid leaked from the cassette door when the door popped open during a fill cycle. The patient felt some discomfort prior to the events. Additionally, the patient was not comfortable using the cycler after the events and requested a replacement cycler. The patient and contact were advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set and old cycler are available to be returned to the manufacturer for physical evaluation. Upon further follow up, the nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2025 and had a pd culture obtained and was initiated on prophylactic antibiotics for potential contamination. The nurse stated the pd culture remains negative and that the patient did not develop peritonitis or have any adverse effects due to the fluid leak.

Event description:
A peritoneal dialysis (pd) patient contact reported that a pressure leak alarm occurred during a dwell phase and the cycler made a very loud noise before the cassette door flew open popping out the cassette. The cassette fell on the floor and was filled with fluid in the two membranes. The pd registered nurse (pdrn) reported that fluid leaked from the cassette door when the door popped open during a fill cycle. The patient felt some discomfort prior to the events. Additionally, the patient was not comfortable using the cycler after the events and requested a replacement cycler. The patient and contact were advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set and old cycler are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.